Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on cap with the incident lot was observed. Conclusion: mostly likely root cause was embedded fm. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that foreign matter was detected on the cap of a bd vacutainer® sst ii tube. There was no injury or medical intervention reported.